Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and the customer reported compliant of dso seal torn was confirmed. Additionally, found contamination in the downstream occlusion (dso) sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. Replaced dso and upstream occlusion (uso) seal/sensor. Performed dso/uso sensor calibration and the software was updated. The unit reset to standard configuration and the device passed all functional testing after repair.

Event description:
It was reported that the device had ripped and bubbled downstream occlusion (dso) seal. The event occurred during testing.